Event description:
It was reported that patient presented in operating room for a revision surgery on the implantable cardioverter defibrillator after experiencing pain at the pocket site. During manipulation of the device and leads, there was dislodgement exhibited on the right ventricular lead. The clinician was unable to reposition lead due to tissue ingrowth observed at the tip. The lead explanted and replaced. The patient was reported to be stable before, during and after the procedure.